Manufacturer narrative:
After installing the battery tester the unit shows low power battery sign and no key function due to corroded battery tube spring noted. Pump passed displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump low battery alert. Customer stated the battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.